Manufacturer narrative:
Due to the limited information, the specific cause of the event could not be determined. The investigation did not identify a product problem. A general reagent problem was not present because the qc prior to the event was within ranges.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Sample 1 initial result was 46.6 ng/l and the repeat result was 34.8 ng/l. Sample 2 initial result was 37.8 ng/l and the repeat result was 26.3 ng/l.